Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 02/11/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported an unknown "alarm - error codes / messages". There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted preventive maintenance was performed after calibration was performed to solve "syringe calibration required" error. As found software version 9.15.1.2, as left software version 9.15.1.2. Rear case replaced due to cracked bottom left screw insert. A review of the device history record showed the device had a manufacture date of 02/11/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to preventative maintenance performed. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case.

Event description:
The customer reported an unknown "alarm - error codes / messages". There was no additional information provided and no patient involvement.